Event description:
It was reported that the patient's blood glucose levels reached 23.8 mmol/l (428.4 mg/dl) with ketones present. The pod was worn between 49 and 71 hours on the abdomen. It was noted that when the pod was removed, the cannula was damaged and was still inserted in the infusion site. Hyperglycemia treated with correctional bolus and a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.